Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry, five months postoperative, presented with fullness in the anterior of the deltopectoral incision, which has to be fluctuance. The incision was drained, and a culture was sent to the lab, which indicated an infection. The physician decided to place a PICC line for IV antibiotics. The patient also underwent an explant procedure and had an antibiotic cement spacer implanted on (B)(6) 2024. The patient was originally implanted on (B)(6) 2024. This event was indicated as unrelated to the univers revers apex implant system. Additional information received on 1/3/2024: during the revision surgery, an ar-9503-3639-3 humeral insert, an ar-9563-16 peripheral screw, an ar-9563-24 peripheral screw, an ar-9563-32 peripheral screw, an ar-9563-44 peripheral screw, an ar-9564-2439-lat glenosphere, an ar-9580-2420-2s baseplate, and ar-9582-25 modular post were explanted. The revision surgery was completed using products from another manufacturer.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.